Event description:
Valve was abandoned at implant when the disc was observed fixed in the closed position and would not open duing intra-operative product inspection. The valve was replaced during the case with good hemodynamic recovery noted. A subsequent report from the surgeon indicates the pt is currently doing well following a minor neurological injury noted just after the case.